Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board (vib) was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no report of patient injury.